Event description:
The patient's information was initially unknown but later received. Once the patient's information was received a search within the internal databases showed the reported events had previously been fully investigated and reported within MFR. Report 1644487-2016-00865 and this MFR. Report was determined to be a duplicate. Any further investigation or reporting will occur in MFR. Report 1644487-2016-00865.

Event description:
It was reported by the patient that she would like her vns programmed back on. She explained that she had a "big surgery" last year and her vns needed to be programmed off as it was reducing her heart rate while in recovery. She noted the vns was just beginning to help reduce her daily seizures, prior to being programmed off, and she loved it. Attempts for additional relevant information have been unsuccessful to date.